Event description:
The customer reported two (02) false positive results for the rsv target on the alinity m resp-4-plex amp kit. Patient 1: sample ID (sid): (B)(6) was processed on (B)(6) 2026 and resulted as rsv positive with a cycle threshold (CT) value of 39.11. Repeat testing on the cepheid platform produced a not detected result for rsv. Patient 2 (15-month-old patient): sid: (B)(6) was processed on (B)(6) 2026 and resulted as rsv positive with a CT value of 39.10. Repeat testing on the cepheid platform produced a not detected result. The specimen type was a nasopharyngeal (np) swab collected in bd universal viral transport (uvt). Repeat testing was performed using the original sample tube. At the customer site for multiplex assays if two or more targets return a positive result, the sample is retested on another platform. There was no report of impact to patient management.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. Additional MDR submitted for the additional run date: 3005248192-2026-00037. (B)(6) 2026.